Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: customer states a high positivity rate increase. She made a 2 week review, and they saw increase rate on instrument ct0588 on last months. Max epp - 441916 - ct0588 - epp positivity rate increase.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results while running the enteric parasite panel assay. The customer run database was provided to bd service and quality for analysis. This analysis did not reveal any evidence of functional issues related to the instrument. A bd field service engineer (fse) was dispatched to the customer site where they performed a preventative maintenance (pm) service. Instrument alignments were verified and calibration was performed. The instrument was qualified and was confirmed to be performing to bd specifications. This complaint is unconfirmed as no instrument issue was identified. The root cause cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality did not reveal any evidence of a functional issue with instrument performance. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. PMA/510(k)#: k111860 k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: customer states a high positivity rate increase. She made a 2 week review, and they saw increase rate on instrument (B)(4) on last months. Max epp - 441916 - (B)(4) - epp positivity rate increase.